Event description:
The initial reporter received questionable tina-quant complement c4 ver.2 results from multiple patient samples tested on the cobas 8000 cobas c 502 module. One example of discrepant results was provided: the initial result using the old lot was 4.6 mg/dl. The repeat result using the new lot was 3.5 mg/dl. The questionable results were discovered during a lot-to-lot comparison study. The repeat result was deemed correct.

Manufacturer narrative:
The old reagent lot number is 75337501, with an expiration date of 31-aug-2025. The new reagent lot number is 79120601, with an expiration date of 28-feb-2026. The field service engineer (fse) inspected the module and found that one of the ultrasonic mixers (usm) mixing heights was incorrectly adjusted. He then increased the height. The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the calibration and qc data; the results were within specifications. On the field service engineer's (fse) first follow-up service visit, he noted that the module gave sample syringe alarms. He replaced the sample probe assembly and verified its functions and alignment. On the field service engineer's (fse) second follow-up service visit, he noted that the reagent syringe assembly was failing, which caused calibration alarms and assay issues. He replaced the reagent probe assembly and verified its function and alignment. The customer performed a successful calibration. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.